Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of degenerative disk disease, l4-5, with stenosis and bilateral lower extremity radiculopathy. Degenerative disk with instability, l2-3. Status post l3-4 and l5-s1 posterolateral fusion with instrumentation. Intractable low back pain. The patient underwent following procedure: removal of hardware, l3-4 and l5-s1. Redo laminectomy, l2-3, l3-4, and l4-5. Posterolateral fusion, l2 through s1. Reinsertion of instrumentation, l2 to s1 (globus revere titanium pedicle screw system). Transverse lumbar interbody fusion, l2-3 and l4-5. Application of prosthetic device, l2-3 and l4-5 (globus revere). Local autograft. Bmp and allograft. Continuous ssep monitoring, emg monitoring, and pedicle screw stimulation. During the procedure, the spine was exposed from l2 to s1. The hardware was identified at l3-4 and l5-s1. The hardware was removed without difficulty. The spine was exposed including the transverse processes of l2, l3, l4, l5 and the sacral ala bilaterally . Decompression was then performed at l3-4 and l4-5. This was also done at the l2-3 level. The disk spaces were identified at l2-3 and l4-5, in order to help facilitate the interbody fusion. Annulotomy and extensive diskectomy was performed, first at the l4-5 level. Distraction was placed across the disk space in order to facilitate the process. The endplates were scraped with curets and gouges. The disk space was then packed with infuse and local autograft. A globus peek cage was impacted into the disk space. There was bone packed behind the cage. An identical procedure was performed at the l2-3 level. The spine was then decorticated in preparation for the fusion. Pedicle screws were then placed at l2 to s1 without difficulty. The refusion was performed placing the bone product in the lateral gutters. Rods were inserted. The system was tightened on (B)(6) 2008, the patient presented with pre-op diagnosis of cervical stenosis, c4-5 and cs-6, with ossification to the posterior longitudinal ligament, spinal cord compression and myelopathy and underwent following procedure: carpectomy cs, with a diskectomy c4-5 and cs-6. Anterior cervical fusion c4-c6. Anterior internal fixation c4-c6 (globus assure titanium plate). Application of prosthetic device (globus peek cage 23 mm in height). Local autograft mixed with one cc of new bone (demineralized bone matrix). Continuous electromyography somatosensory motor evoked potential stimulation. .he had neck pain and bilateral arm pain with numbness, and tingling.